Manufacturer narrative:
Device was not returned for evaluation due to implantation. A review of the device history records was conducted and no non-conformances were identified. Devices met all acceptance criteria and specifications prior to release. The complaint details provided do not indicate whether the event is related to the device, the surgical technique, surgeon experience and/or patient anatomy. No further information was able to be obtained from the user.

Event description:
Per sales representative, (B)(6) has experienced a few erosions with our vertessa lite 5x4 y-mesh recently.